Manufacturer narrative:
The manufacturer investigation is as follows. The blade is jammed within the lmpactor. It is impossible to detach both devices from each other. There are marks of forcible use at the shaft of the blade visible. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. The manufacturing review of both received devices, show that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the heavy wear and tear signs and bad condition of the returned products, we can confirm the inappropriate use, and therefore misuse of the equipment as is stated in the complaint description. An excessive force application, e.g. Heavy hammering, can result in rupture of the welding seam as well as jamming of the devices. We always recommend use of devices according the surgical technique to avoid any malfunction with any kind of devices. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Date of event is unknown. (B)(4). Device remained stuck to impactor. Device was not implanted/explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Device history records review was completed for part # 04.027.033s, lot # l057657. Manufacturing location: (B)(4), manufacturing date: jul 14, 2016. Expiration date: jul 01, 2016. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that on an unknown date, impactor was damaged during an intervention. The implant was stuck on the instrument. No information concerning patient condition and outcome was reported. After discussion with the staff of the operating room and the surgeon, the sales representative thinks that the incorrect guide was used. The surgeon used an inappropriate angulation to the chosen nail and the equipment got stuck in the guide. The stresses (hammer, pliers etc.) To remove the blade, which could not progress, have all blocked. No fragments were generated. Device received at manufacturer revealed that the blade remained stuck on the impactor, and the weld on the impactor is broken. This report is for one (1) pfna blade. This is report 2 of 2 for (B)(4).